Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. A 3.50 x 12 synergy¿ drug-eluting stent was deployed for treatment. However, post stent deployment and upon removal of the stent delivery system (sds), the sds became bound up on the non-bsc guide wire and broke at the monorail portion outside the patient's body. Despite this, the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Catalog model#, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Upn- search corrected from unk776 - synergy ii des - cmc - (B)(6) (intervent cardio) - 30000 to (B)(4)- synergy ii us mr 3.50 x 12 - 39260-1235. Upn corrected from unk776 to (B)(4). Device evaluated by MFR: synergy ii us mr 3.50 x 12mm stent delivery system (sds) was returned for analysis broken into two sections due to a shaft break. No stent returned. It was reported that the stent was deployed in the patient. Stent crimp markings were visible on the balloon. The balloon folds were relaxed and not in their original folded position. It appeared that the balloon had been inflated and deflated. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a shaft break between the mid-shaft and the inner/outer shaft polymer extrusion, at guide wire exchange port (at the port bond site). The core wire was exposed. At the break site the guidewire exchange port was also damaged. A 0.014'' guidewire was tracked through the inner lumen, entering at the device tip and exiting at the damaged exchange port break site, no issues or resistances were noted. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. A 3.50 x 12 synergy¿ drug-eluting stent was deployed for treatment. However, post stent deployment and upon removal of the stent delivery system (sds), the sds became bound up on the non-bsc guide wire and broke at the monorail portion outside the patient's body. Despite this, the procedure was successfully completed. No patient complications were reported.